Manufacturer narrative:
Manufacturer¿s evaluation: product testing will not be performed as the cause of the reported complaint cannot be determined through such means. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 6. Reference MFR. Report: 1627487-2015-21364. Reference MFR. Report: 1627487-2015-21365. Reference MFR. Report: 1627487-2015-21366. Reference MFR. Report: 1627487-2015-21367. Reference MFR. Report: 1627487-2015-21368. It was reported during the patient's ((B)(6)) trial procedure, the patient experienced discharge at the lead extension site. As a result, the entire system was explanted. The patient was given medications as treatment. DHR analysis will be performed if device information is received by the manufacturer.

Manufacturer narrative:
Report has been updated with device information for devices 1, 5 and 6 respectively.

Event description:
Device 1 of 6.follow-up identified sjm personnel will not be receiving further updates regarding the patient's status.